Event description:
Caller states, customer was unconscious with result of 167 mg/dl obtained on the advantage system while using comfort curve test strips. Caller contacted an ambulance and customer was treated with a glucose IV. Caller did not recall results obtained on the professional meter. Customer's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.